Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that patient had three drains placed after surgery. It was discovered that the suction evacuator drain failed. They were replaced and the new set of three also failed. This is a huge product concern and doctor said this was the second time in two weeks that this had happened, putting the patient at risk of infection and delayed healing. Also indicated they were not holding suction properly and they leak/provide no suction within a 10 minute to 2 hour time frame. They had at least a dozen additional failures over the last month and struggled to pinpoint this to the suction evacuator drain.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "bulb is damaged (pinhole, bubble etc.)". It was unknown whether the device had met relevant specifications. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: indications for use: wound drains are used to remove exudates from wound sites. Precautions: ensure that the wound site is dry and free of debris before closure. The surgeon must determine the number of drains needed for an effective drainage of the entire wound site. The junction between the tubing and tissue at the drain entrance site must be air-tight for effective functioning of the system. If the drain is occluded, irrigation and/or aspiration of the drain may be required. The quality and quantity of drained fluid must be regularly monitored and reported to the surgeon. Reservoir, once full, must be emptied per hospital protocols. Failure to do so will result in incomplete drainage. Suction must be discontinued prior to the removal of the drain. Before starting the drainage procedure, ensure that all the connections are tight and free of any obstructions within the drainage pathway. Connections to check are: drain to suction source. Y-connector (when applicable): drain to y-connector; y-connector to suction source. Di (2-ethylhexyl) phthalate (dehp) is a plasticizer used in some polyvinyl chloride medical devices. Dehp has been shown to produce a range of adverse effects in experimental animals, notably liver toxicity and testicular atrophy. Although the toxic and carcinogenic effects of dehp have been well established in experimental animals, the ability of this compound to produce adverse effects in humans is controversial. There is no evidence that neonates, infants, pregnant and breast feeding women exposed to dehp experience any related adverse effects. However, a lack of evidence of causation between dehp-pvc and any disease or adverse effect does not mean that there are no risks. In the event of occlusion of the drain, all wound drainage ceases. Careful attention to the drain will minimize the probability of this problem. If occlusion does occur, the drain can be aspirated by connecting suction to the reservoir outlet or temporarily disconnecting the drain from the evacuator and applying suction directly to the drain. Drain perforations must lie within the wound or cavity to be drained, otherwise inadequate drainage may result. When using a trocar please follow these instructions: with one drain: draw drain using trocar from inside to outside of wound. Ensure that perforated section of the drain is within the critical fluid collection areas of wound. Remove trocar only by cutting the drain one inch from the end of the trocar. Trim non-perforated section of drain to desired length. Attach non-perforated section of drain either to an evacuator inlet port or to a y-connector. With two single drains: follow instruction # 9.I for each of the two drains separately. With a double drain: draw drain using trocar from inside to outside of wound. Ensure that desired perforated region of the drain is within the critical fluid collection areas of wound. Cut the outer portion of the drain (outside the wound area) in the middle of the perforated region. Attach non-perforated section of the inserted drain to an evacuator inlet port or to a y-connector. After cutting (as mentioned above), the second half of this drain can be used separately. If you are not using the second half then dispose of it as per the hospital protocol. Attaching to auxiliary suction: connect suction tube to empty port using a stepped 5-in-1 connector. During auxiliary suction evacuator will deflate and exudates will flow through evacuator into suction tube. To establish suction: open empty port. Squeeze evacuator. Close empty port. Note: reflux of fluid to the patient is minimized during reactivation by an anti-reflux valve in inlet port. To empty container: open empty port over collection basin. Squeeze evacuator to empty. To re-establish suction: repeat step 11 above. To read fluid volume: invert unit. Open empty port to release vacuum. Read and record approximate volume. Empty and reactivate evacuator. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that patient had three drains placed after surgery. It was discovered that the suction evacuator drain failed. They were replaced and the new set of three also failed. This is a huge product concern and doctor said this was the second time in two weeks that this had happened, putting the patient at risk of infection and delayed healing. Also indicated they were not holding suction properly and they leak/provide no suction within a 10 minute to 2 hour time frame. They had at least a dozen additional failures over the last month and struggled to pinpoint this to the suction evacuator drain.